Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut with the wires exposed. Therefore, the reported condition was confirmed. It was determined that issue was due to mishandling (user error) consistent with allowing the cord to come in contact with a sharp object which cut the cord, or the cord may have been possibly ran over. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that there was a cut in the cord of the foot control device. The reporter stated that the cord may have been possibly ran over. During in-house engineering evaluation, it was observed that the wires were exposed. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.